Manufacturer narrative:
Product ID 3093-28, lot# v807715, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient received a shocking stimulation when they attempted to troubleshoot the device. It was unknown how long the event had occurred, but it was noted that the patient "jumps out of bed" when they interrogate the implantable neurostimulator. The patient had experienced an increase in urinary incontinence and they did not want to be interrogated due to the shocking sensation. The patient was able to turn the ins on and off, but was unable to change the voltage using the patient programmer. Additional information had been requested, but was not available as of the date of the report.